Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. The manufacturer representative reported that per the patient they had not been able to recharge their battery for several weeks due to dealing with important things. The battery was overdischarged. There were 3 trickle charge attempts made and they were still unable to communicate with the battery. The patient had an appointment with their health care professional (hcp) soon to discuss possible battery replacement as, per the patient, they needed their therapy to work because it helped them with their pain. Additional information was received from the manufacturer representative reporting that after 3 trickle charges the implantable neurostimulator (ins) was not able to be brought out of overdischarge. There was an inability to communicate with the ins after the 3 trickle charges. There were no actions or interventions performed at this time that the manufacturer representative had been made aware of. An appointment with the health care professional (hcp) was scheduled for (B)(6) 2016. The manufacturer representative reported that there was not a planned or scheduled surgery at this time. Additional information was received. It was reported that the patient let their ins go into discharge multiple times and manufacturer representatives tried to bring the ins out of the discharge state but were unable to do so with trickle charges so it was recommended the ins was replaced. The patient's insurance was claiming the ins should be covered under warranty and the representative was requesting documentation showing the patient's responsibility to keep their ins charged during use. No further complications reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and health care provider (hcp) via a manufacturer representative on 2017-10-02 noted that the overdischarge had been resolved and per the patient their therapy was currently working great. The patient weight at the time of the event was asked but not available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they called regarding their previously reported issue. The patient stated that they had their ins replaced in (B)(6) of last year. It was reported that the patient didn¿t have their device for a year and the ins went dead (overdischarged). The patient stated that they charged their current ins once a week. No further complications were reported/anticipated.